Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00015.

Event description:
While under sedation for a diagnostic endoscopic ultrasound the scope would not display an image resulting in a surigical prolongation greater than 30 minutes. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, additional information from the customer, and the results of the final investigation. This report has been submitted by the importer under this MDR report number 2429304-2025-00015-01. Updated fields: b5, d9, h2, h3, h4, h6, h11. Corrected fields: b1, b2, and h1. This event was initially conservatively reported as a serious injury due to the procedure being prolonged by 30 minutes or more; however, there was no evidence of patient harm, no serious injury, and no adverse patient effects due to the prolonged procedure, thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. The device was evaluated, and the customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause of the alleged failure of no scope image is due to scope connector fluid invasion. Therefore, the most probable cause of this complaint is traced to a component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The customer estimated the delay was close to 45 minutes. The failure occurred during a diagnostic procedure, but the patient was not directly harmed due to the malfunction. The scope never entered the patient.